Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they received low results for quality controls and patient samples tested for ise indirect na for gen.2 (sodium) on ise unit 1 of a cobas 8000 ise module. The customer repeated several patient samples on ise unit 2 and noticed that the values increased. The customer also repeated samples on their cobas 6000 ise unit and the results from this analyzer were close to the results from ise unit 2 of the cobas 8000 ise module. The customer provided data for a total of 5 patient samples that were repeated. Of the 5 samples, four had erroneous initial sodium results that were reported outside of the laboratory. All samples were repeated on ise unit 2 and these results were believed to be correct. The first sample initially resulted as 132 mmol/l and repeated as 142 mmol/l. The second sample initially resulted as 124 mmol/l and repeated as 133 mmol/l. The third sample initially resulted as 130 mmol/l and repeated as 140 mmol/l. The fourth sample initially resulted as 132 mmol/l and repeated as 140 mmol/l. The patients were not adversely affected. The cobas 8000 ise module analyzer was serial number (B)(4). The customer noted that they had changed electrodes and reagents as part of monthly maintenance on 10/26/2016. Upon review of calibrations, it was noted that values were much higher for ise unit 1 after the electrode change on (B)(6) 2016. Calibration values remained as expected for ise unit 2. The field service representative determined that the issue was caused by the sodium electrode. He replaced the electrode. He also ran a prime, 30 ise checks, calibration, controls, and a precision study. All mechanical and operational checks passed. No additional issues have been reported by the customer since replacement of the electrode.